Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 11/04/2016. A review of the data log confirmed the reported event of low transmitter battery alert, and transmitter failure was found and confirmed on 11/04/2016. The root cause could not be determined. Based on the findings of a transmitter failure, this is now reportable. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Customer complaint was not confirmed with the returned transmitter. The root cause could not be determined.

Manufacturer narrative:
(B)(4).